Event description:
It was reported that the screw was deviated. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that the complained instrument shows full conformity to the specifications. Carried out functional tests came to the result that instrument works fine. We have to assume that other complications may have caused the problems. May be the aiming arm was not assembled correctly or high force from soft tissues on the protection sleeve caused deviation. No product fault could be detected. However, a review of the device history records has been requested.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found.